Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had a black screen and could not be turned on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was black. A field service engineer (fse) called the customer and confirmed the station would not boot. Fse directed the customer to switch wall outlets, and the customer confirmed the outlet worked. Fse instructed the customer to unplug all drawers on the main to isolate a drawer controller issue, and the station booted and remained powered on after each drawer was tested. Fse was unable to isolate the issue and noted a possibly bad power supply while the device stayed powered on. The customer inventoried medication in all drawers including main, auxiliary, tower, and refrigerator and no failures were found. The system functioned as intended after the field service engineer resolved the issue.